Manufacturer narrative:
The device was received at the manufacturer for service and evaluation. A condition of run on was found and then reported. Based on the investigation details, the likely cause was a problem with the magnet not being fully seated in the trigger shaft. The trigger shafts were also damaged and were replaced in addition to other components. The device was repaired and returned to the customer.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece would run on its own without the trigger being touched. There was no patient involvement and no adverse consequences.